Event description:
It was reported that the pump battery could not be charged. Customer declined further troubleshooting on issue. Customer continued using current pump. There was no reported adverse impact. No additional information was provided.